Event description:
Same event reported in MFR 3005188751-2012-00013. It was reported in a literature article that during the animal study, one pig had a subclinical perforation of the la wall caused by a traumatic endothelial sharp-edge tear and tissue disruption caused by the transseptal puncture and subsequent radiofrequency application at the same site. The current status of the pig is listed as euthanized. Additional info was requested, but is unavailable at this time.

Manufacturer narrative:
See article: eli s. Gang, et al. "Dynamically shaped magnetic fields: initial animal validation of a new remote electrophysiology catheter guidance and control system". Circulation arrhythmia and electrophysiology. 2011; 4; 770-777. Methods: no testing methods performed. Results: no results available, since no evaluation performed. We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Based on the info provided to st. Jude medical, the cause for the reported event remains unk.